Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer addressed bg level by consuming juice and went to the emergency room and was treated with intravenous fluids of saline. The customer was discharged 2 hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and found the customer was using off label insulin (admelog) within the pump supplies and exercise activity was not enabled at the time of the low bg. Technical support educated the customer on insulin labeling, customer understood and acknowledged pump functioned as intended.